Event description:
It was reported that the arctic sun device has no flow. It was determined that the device was having a pressure transducer issue. They would to have the pressure transducer repaired and a quote for 2000-hour service.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Initial start up ip read 0.0 psi. Unit primed to fill in decon. Fill normally in service evaluation. Replaced pressure transducer. Performed pm procedure. Serviced mixing pump, circulation pump. Replaced heater, manifold o-rings, drain valves, tank tubing. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The reported event is unconfirmed. Labeling/packaging review and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has no flow. It was determined that the device was having a pressure transducer issue. They would have the pressure transducer repaired and a quote for 2000-hour service.